Event description:
On (B)(6) 2014, the healthcare provider (hcp) reported the patient was taken by ambulance to the hospital due to somnolence. The hcp didn¿t think it was pump related. The hcp had not read the logs and the patient was already transferred via ambulance to another hospital. The pump was used to deliver clonidine and baclofen. It was later reported that the patient¿s somnolence was due to an infection at the surgical site of the recent pump replacement. The pump was removed by the neurosurgeon on (B)(6) 2014 until the infection was completely gone. The patient was under the care of an infection control physician. The patient was scheduled for a pump implant on (B)(6) 2015. The issue was resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 590-1, lot# n085280, implanted: (B)(6) 2008, product type: accessory. (B)(4).